Manufacturer narrative:
E1. Establishment name: (B)(6), hospital. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer the staff member connected the disposable distal attachment to a scope and used it for a procedure to remove a foreign object (tablet), and it was inserted into the patient and got lost. The procedure itself was completed. An additional computed tomography (CT) scan revealed the distal attachment had fallen out and remained inside the patient, outside of the esophagus. A surgical procedure was performed immediately and completed. There were no health hazards, the patient is currently hospitalized. It was determined that the scope used did not contribute to the incident. The device was inspected before use with no abnormalities.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. A definitive root cause could not be determined. Based on the results of the investigation, it is likely that the following led to the malfunction: ¿ a medical tape was not attached to the device during inserting the endoscope into the body. Therefore, it was possible that the subject device was not firmly secured to the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide correction to the initial with information inadvertently left out (b5, h6- investigation finding , and h11) and to provide a correction to field (h6- investigation conclusions). Additional information inadvertently left out: it was reported that when disposable distal attachment (d-206-05) was combined to an endoscope, lubricant was not attached to the devices. However, the lubricant (endolubri h) was attached to the insertion portion of the endoscope before inserting the endoscope into the body. D-206-05 was secured to an endoscope by surgical tape. However, since it was difficult to insert the endoscope into the body, the d-206-05 was once removed from the endoscope. After the d-206-05 was re-attached, the endoscope was inserted into the body without securing the d-206-05 by the tape. The event can be detected/prevented by following the instructions for use which state: "be sure to wipe away any excess lubricant before mounting the instrument, and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage."

Event description:
Information inadvertently left out: the patient accidently ingested the press through package (ptp) sheet without removing the pill from the package, and it is unclear what type of pills the patient was taking. Furthermore, it was reported that an ear, nose and throat (ent) specialist performed the surgical operation, and the patient was later discharged from the hospital.